Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level. The customer's blood glucose value was 48 mg/dl at the time. The customer's other blood glucose values were 59 mg/dl, 66 mg/dl, 65 mg/dl, 84 mg/dl, 82 mg/dl, 64 mg/dl, and 58 mg/dl. It was reported that the customer had some problem with crash conditions with her diabetes, and her health care professional made some changes to her insulin pump and she was unsure on how to change them. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.